Manufacturer narrative:
G4: 13feb2020. B4: 14feb2020. The fse (field service engineer) evaluated the device and found that the air and oxygen accuracy tests failed. They also found a defective flow sensor. The service technician replaced the gds (gas delivery system) and the air and oxygen accuracy tests passed. The customer has not yet approved the repair of the flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 26mar2020 b4: (B)(6)2020. The customer did not approve the repair of the flow sensor. If further information is obtained, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/09/2020.

Event description:
The customer reported patient circuit occluded. There was no patient involvement.